Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. Data has been received for investigation. The complaint device was returned for evaluation on (B)(6) 2018. The device was visually inspected and pass. The receiver charges and boots up. Performed download and customer complaint could not be confirmed. The receive passed all functional and relevant test. Performed a pairing test and passed. Transmitter functional tests were performed and passed. The reported event of a loss of connection was not confirmed. The customer allegation was not found.